Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation review could be performed. Reason for device explant and/or reoperation: local reaction. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient underwent an unknown breast surgery with unknown implants which patient reported that she is a recipient of mentor implants, she stated that recently developed some small dark spots and lump on her face. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This report is for the right side.

Manufacturer narrative:
Additional information received from patient on 9/1/2019: "latest update is that she have been applying a cream and oil to her face, back and now underarms. Patient stated not sure what is causing the dark pigmentation/mole looking bump on face, but she is hoping that one of these will work. Her next surgery date is scheduled for (B)(6) 2020." Manufacturer¿s reference number: (B)(4).